Manufacturer narrative:
The reported problem was a failing o2 sensor sub-test during the performed pre-use checks tests. No device logs or information regarding faulty part(s) has been received. The only received information from the hospital/customer states that they perform their own repairs. No service is/was requested by the customer for the repair to the unit. Since no device logs or faulty parts have been received for evaluation, we are unable to provide, determine, or confirm the cause of the reported event from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 10:15 am (gmt-5:00) added by (B)(4) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
The hospital reported that they have an ongoing issue with a ventilator. It failed the pre-use checks tests. Troubleshooting and replacing several parts did not solve the problem. There was no patient involvement reported. (B)(4).